Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was 65 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that the scroll bar was not moving with no input, buttons were sticking and ramping and then non responsive. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, intermittent button response noted during testing due to broken trace on keypad assembly. No ramping/scrolling keypad on their own noted during testing.